Event description:
The customer received a blood glucose reading of 173 mg/dl from her contour and a reading of 62 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer only had 2 test strips left, so no product will be returned.